Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the most probable cause is cause not established, which indicates that the investigation findings do not lead to a clear conclusion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the hight flow insufflation unit, which is an olympus asset with no reported complaint. During the evaluation of the device, the flow rate is observed out of the standard value. The service repair technician indicated that the most likely cause of the flow rate is out of the standard value was observed was due to the manifold unit is clogged. There was no patient involvement.